Event description:
It was reported that a lead integrity alert was triggered for oversensing on the right ventricular lead. The physician reported recommending the patient go to the emergency room to have the device detection zone programmed off. The lead was replaced eleven days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).